Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 5 of 5. The technical service representative (tsr) explained the message to the home patient (hp). The tsr informed the hp to use a manual bag and inform the rn. There was no obvious reason for the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 (air in line) was not confirmed; the cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the home patient (hp). The rn stated they hp was doing fine and has had no injury or medical intervention from the system error 2240 occurring.